Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(6).

Event description:
It was reported that the patient presented for a follow up in clinic following an observation of noise leading to pacing inhibition on electrocardiogram (egms). The origin of the noise was not clear and it was not reproduced with testing. Other parameters were normal. Myopotential oversensing due to patient positioning was discussed but there was a concern regarding lead reliability. The patient was admitted for a procedure and the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of ¿noise inhibiting pacing¿ on the lead was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil [at 8.1cm to 8.3cm from the connector pin] proximal to the suture sleeve tie down impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.